Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Maude report mw5084881.

Event description:
It was reported that during a sigmoid colectomy procedure; during the reconnect process, the "echelon (cdh29a) circular powered stapler misfired", according to the doctor's report from the hospital. As a result of the misfire, patient states rectal stump/colon was damaged, and now has a colostomy and must wear a bag. Patient's ostomy has become extremely herniated.